Manufacturer narrative:
(B)(4). The device was discarded and the serial number is unknown. We were unable to identify the specific device involved in the case. However, a review of lots delivered to the institution in the approximate time frame have been reviewed and no anomalies were noted. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, during the procedure, the distal tip of the wire unraveled. There was no reported injury to the patient.